Manufacturer narrative:
Concomitant medical products: product ID: addr01 ipg, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient reported to the emergency room with a complaint of stimulation or a "stinging" sensation with unipolar atrial pacing. A device interrogation indicated that the atrial lead had low bipolar pacing impedance and although the unipolar impedance was within normal limits the patient felt stimulation in that pacing configuration. The atrial lead was programmed off and remains implanted. No further patient complications have been reported as a result of this event.